Event description:
Patient had worsening neurological function and CT of head show sah and ivh. Neurosurgery consulted and ventriculostomy placed. Eventually loss of all neuro function and after inconclusive apnea test, a brain flow nuclear scan read on (B)(6) 2015 at 0441 no brain perfusion consistent with brain death. Patient declared brain dead.